Manufacturer narrative:
Exact date unknown, event occurred since patient was implanted and has had few falls.

Event description:
It was reported that the patient had to charge the ipg frequently and was experiencing inadequate stimulation. It was also noted that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.